Event description:
It was reported that after the pocket was closed a chest x-ray revealed that the atrial lead had dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.